Event description:
Description of event or problem: this serious spontaneous report was rec'd from wife of a customer on behalf of a consumer in the united states. The patient, (B)(6) male, experienced right knee pain, fever maximum of 100.4, infection of coagulase-negative staphylococcus-cons (pus went everywhere after knee puncture), unable to bear weight on right leg and using wheelchair or crutches after receiving euflexxa injection (1% sodium hyaluronate) (lot # h12567a, expiration date: november 2014) for an unknown indication. On (B)(6) 2013, the patient received his first injection of euflexxa using bd needle and syringe gauge 22 one and half inch needle. On (B)(6) 2013, the patient complained of knee pain. The physician was notified and suggested taking ibuprofen, which the patient did. On (B)(6) 2013, the patient had fever maximum of 100.4. In the morning of (B)(6) 2013, the patient's son took him to emergency room (ER). In the ER an incision and drainage was performed and when the knee was punctured, pus went flying everywhere. The wife reported the infection was determined to be some form of coagulase-negative staphyloccocus -cons. On the evening of (B)(6) 2013, the patient was admitted to the hospital and underwent surgery. He was let out of the hospital for three hours on (B)(6) 2013. He had midline catheter inserted in hospital and rec'd antibiotics (unspecified name of antibiotics). On (B)(6) 2013, the patient was released from the hospital. He was unable to bear weight on his right leg. He was using wheelchair or crutches depending on where he was in the house. He was going to the hospital daily for infusion of two antibiotics, daptomycin and ceftriaxone. He was having a lot of pain in his knees and was taking vicodin (acetaminophen and hydrocodone) prescribed every eight hours. The wife reported that she was somewhat handicapped and was having difficulty taking care of her husband. It was unknown if patient continued treatment with euflexxa. At the time of reporting the outcome of events were unknown. Medical history was provided. Concomitant medications were provided. Add'l info requested. Company comments: company causality is possibly related to the study device.